Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The rep called with the patient in office for assistance with the recharger. They were reporting that they were seeing the cycling battery lights. The rep indicated they could not reset the device. The patient indicated they hadn't had to charge since 3 weeks ago but when they went to charge this was what they were seeing. Additional information was received from the rep. They called to report the patient received their recharger and the patient needed assistance pairing the new recharger to handset. The patient was conferenced onto the line and by the end of the call their recharger was successfully paired to the handset.